Event description:
It was reported that the system had a communication error. This error kept the frame sync signal from getting to the video controller which prevented the system from producing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the touch screen sensor were replaced during the service call. The system was tested and found to be working as intended and put back into service.